Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience alpine referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with moderate calcification. Two xience alpine stent delivery systems (a 2.25x23mm and 3x18mm) were advanced toward the target lesion, the systems were inflated up to 10 atmospheres and the stents were implanted in an overlapping fashion. However, the balloons could not be removed from the stents after deployment. It was suspected that the balloons were stuck within the stents after deployment. The physician re-inflated the balloons up to 2 atmospheres and then deflated the balloons. The balloons were finally withdrawn with resistance due to the stents. Post dilatation was performed on both stents per standard procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.